Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ unknown controller; model#: unk ; catalog#: unk; expiration date: unk ; serial#: unk; UDI#: (B)(4); device available for evaluation: no; device evaluated by MFR: no; device evaluation anticipated, but not yet begun; mfg date: unk; labeled for single use: no; (B)(4); brand name: heartware ventricular assist system ¿ battery; model#: unk; catalog#: unk; expiration date: unk; serial#: unk; UDI #: (B)(4); device available for evaluation: no; device evaluated by MFR: no; device evaluation anticipated, but not yet begun; mfg date: unk; labeled for single use: no; (B)(4); brand name: heartware ventricular assist system ¿ battery; model#: unk; catalog#: unk; expiration date: unk; serial#: unk; UDI #: (B)(4); device available for evaluation: no; device evaluated by MFR: no; device evaluation anticipated, but not yet begun; mfg date: unk; labeled for single use: no; (B)(4); brand name: heartware ventricular assist system ¿ controller 2.0; model #: 1420; catalog #: 1420; expiration date: 30-jun-2021; serial: (B)(4); device available for evaluation: no; device evaluated by MFR: no; device evaluation anticipated, but not yet begun; mfg date: 10-jun-2020; labeled for single use: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the controller exhibited a ventricular assist device (vad) disconnect alarm and the driveline was disconnected. The patient exchanged the controller at home. The patient came in to clinic ten days later and numerous vad stop alarms on (B)(6) 2022 were noted via the monitor. Critical battery alarms and power disconnect alarms were also noted. The patient reports there were no other alarms following the controller exchange. The vad, driveline and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated additional product: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650/ expiration date: 31-oct-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date:15-oct-2020 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6), two (2) controllers (B)(6) and two (2) batteries (B)(6) were not returned for evaluation. Log file analysis revealed (B)(6) was the primary controller in use during the reported event. Log file analysis associated with (B)(6) revealed a controller power up event with an associated pump start event on (B)(6) 2022 at 12:00:55. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the power-up event were not available. The controller was without power for 10 seconds. Review of the alarm log file associated with (B)(6) revealed one (1) low flow alarm was logged on (B)(6) 2022. Review of the alarm log file also associated with (B)(6) revealed one (1) critical battery alarm, thirteen (13) vad stopped alarms, four (4) vad disconnect alarms, and two (2) power disconnect alarms were logged on (B)(6) 2022. The critical battery alarm involving (B)(6) was logged at 10:44:11. During the critical battery alarm logged at 10:44:11, (B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 9% rsoc. The critical battery alarm was the result of the patient allowing the battery (B)(6) to deplete below 10% rsoc. Log file analysis associated with (B)(6) then revealed two (2) controller power up events logged on (B)(6) 2022 at 10:56:47 and 10:57:15, indicating a loss of power to the controller. The data point prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 22% rsoc and no power source was connected to power port two (2). The data point recorded after the losses of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for a total of 48 seconds. No other anomalies were observed leading up to the loss of power. After the controller power up event at 10:57:15, safety alert word (saw) values were recorded on the only connected power source, (B)(6) , indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in an additional loss of power to the controller. A vad stopped alarm was then logged then at 10:58:06, indicating that the pump failed to restart after multiple attempts. This was followed by multiple vad stopped alarms indicating that the pump failed to restart after multiple attempts, vad disconnect alarms indicating a physical disc onnection of the driveline from the controller, and multiple controller power up events, between 11:04:36 and 12:21:43, likely due to troubleshooting. After some controller power up events, saw values involving were recorded on (B)(6) and (B)(6) as the batteries were the only connected power source during the troubleshooting, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in additional losses of power to the controller. The power disconnect alarms were logged at 11:39:34 and 11:49:53 involving (B)(6) and (B)(6) . During the power disconnect alarms, saw values were recorded indicating an overcurrent alert. The event logs recorded a high-power consumption during attempted pump starts, which required more current from the batteries. The associated batteries were most likely physically disconnected during the failure to restart event, causing the controller to log this event as power disconnect alarm. A successful pump start event was logged at 12:21:52. Log file analysis revealed that (B)(6) was not in use during the reported event. Log file analysis associated with (B)(6) revealed a controller power up event without a pump start event and a vad disconnect alarm were logged (B)(6) 2022 indicating the controller was powered on without the driveline connected. Various parameters, including time, patient ID, pump ID, and speed, continued to be changed/set, likely due to programming of the controller. As a result, the reported events were confirmed. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the critical battery alarm can be attributed to the patient allowing the battery to deplete below 10% rsoc. A possible root cause of the observed loss of power on (B)(6) 2022 and the initial loss of power on (B)(6) 2022 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the remaining controller power up events involving the controllers can be attributed to troubleshooting of the vad stopped alarms. The most likely root cause of the vad disconnect alarms involving (B)(6) can be attributed to physical disconnections of the driveline from the controller during troubleshooting of the vad stopped alarms. The most likely root cause of the vad disconnect alarm involving (B)(6) can be attributed to the controller powered up without the driveline cable connected, likely during the programming of the controller. Based on the available information, a possible root cause of the power disconnect alarms could be attributed, but not limited to a physical disconnection of a power source. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19, c21, c23 h6: FDA conclusion code(s): d10, d11, d15 d4: serial #:(B)(6) h3: yes h6: FDA method code(s):b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #:(B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #:(B)(6) h3: yes h6: FDA method code(s):b15, b17 h6: FDA results code(s):c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a ventricular assist device (vad) disconnect alarm and the driveline was disconnected. The patient exchanged the controller at home. It was noted that the vad had failed to restart and after one and a half hours the vad successfully restarted. The patient came in to clinic ten days later and numerous vad stop alarms were noted via the monitor. Review of data files revealed a second controller with a single vad disconnect alarm and no other details were provided regarding the vad disconnect alarm. Critical battery alarms and power disconnect alarms were also noted. The patient reports there were no other alarms following the controller exchange. The vad, driveline and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted to correct b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - h10 addt manufacturer for MDR: updated to include the serial number and product information of one controller and one battery. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420/ catalog#: 1420 / expiration date: 2021-jan-31/ serial#: (B)(6), UDI#: (B)(4), h4: mfg date: 2020-jan-06 d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650/ expiration date: 2021-oct-31/ serial#: (B)(6), UDI #: (B)(4) h4: mfg date: 2020-oct-24. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.